Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that a l2-l4 mis olif procedure was done using the scan & plan technique. During the procedure, the surgeon took the scan for planning and then changed out the o-arm for the c-arm to begin the decompression work. After completing the decompression, the guidance system was brought in to begin screw placement. The right side was completed with minor deviations, but left l2 was consistently off trajectory from the original plan. The trajectories were deviated between 3.5 - 10 cm. The representative noted that each placement aligned with the plan, outside of the actual screw placement. The surgeon decided to abort the use of the guidance system and freehand the remaining screws and corrections. After removing the screws, resending the surgical arm to the trajectory, and reinserting the dilator, the placement of the dilator aligned to the plan. The cause of the deviation was unclear, but the representative noted that there could have been skiving. There was no patient harm and the procedure was delayed over an hour.

Manufacturer narrative:
H3: analysis of the software exports and logs was completed. Clinical export data file was thoroughly inspected. The log file was examined with respect to all intraoperative fluoro images in order to inspect and understand procedure workflow. Fluoroscopic images were checked, and 3d registration was attempted with the registration 3d marker images utilized during the operation on a mazor x r & d workstation. Analysis reviewed the planning made in the or. Analysis team has reviewed the planning of the case. It can be seen that at l2 and l3 left planned screws, the transverse process could potentially interfere to the screw and driver and skiving potential can be noticed in both. Analysis recreated the registration results achieved in the or and found them acceptable with no observable shifts. The reported deviations experienced in the or were superior deviations for l2 left and l3 left trajectories. When examining the lateral confirmation image provided, it can be seen that l2 left trajectory was deviated superiorly. As reported, "the surgeon wanted to do some decompression on this level before putting screws. After decompression was done: accuracy for right l2 was fine as shown on c-arm live image and mazorx navigation". After the right side was done with all screws, surgical arm was sent to left side: started with left l2, everything was fine for left l2 from navigated dilator step to hand tap (through arm guide) as accuracy was on path as shown on c-arm live image and mazorx navigation. However, inaccuracy happened when putting screw by using hand driver (through arm guide) as the screw was out of position superiorly as shown on c-arm live images. Next, surgical arm was moved to left l3 and found out that the accuracy was totally off superiorly on c-arm live image. Surgeon decided to stop using mazorx for the case and used stealth station navigation for left l2/l3 screws. According to the depicted above, confirmed with the reporting representative, the surgeon took scan for screw planning and then sent o-arm out to bring c-arm in and begin decompression work. After completing decompression work the mazorx system was used to begin screw placements. This fact makes anatomy shift a most possible cause ¿ decompression has to be done only after robotic-guided screw placement and preparations were done. Following olif interbody placement, the pressure on the posterior spine elements (facets, ligaments etc.) Was growing, and laminectomy for an example will shift the spine from its current position and location, which will probably harm the robotic registration and accuracy. Altered entry points, due to the spine shift, could potentially enlarged lateral skiving potential and the screw with its driver skived over the transverse process. Analysis reviewed the planning and the surgical workflow and concluded the root cause of the deviations experienced in the or is anatomy shift, resulting in a deviated trajectory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.